Manufacturer narrative:
The agent reported revision was to put in patella, then surgeon opted to replace insert. Male 85. Complaint has been evaluated and is similar to report number 1644408-2025-00708; 343-13-704, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision was to put in patella, then surgeon opted to replace insert., unknown reason for revision.